Event description:
The customer stated that he checked his insulin and he had 21units in the reservoir. An hour later, he received a no delivery alarm during basal, and when he checked his status screen, it was 0 units left in the reservoir. The customer stated that similar incidents happened two to three times in the past two weeks. Troubleshooting was performed. The alarm history revealed a motor error alarm. Ran a displacement test and self test and the device passed the tests. Requested the customer to reviewed the amount of insulin in the reservoir prior inserting in the device. Asked the customer to check the units left on status screen to see if the totals matched. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.